Manufacturer narrative:
The reported event was unconfirmed. The evaluation found no abnormalities on the returned catheter. No leakage was observed on the returned catheter as per reported problem. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1)do not reuse. (2)do not resterilize. (3)this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)do not use in patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a urine leak occurred after 4 days of use. Per additional information from the ibc via email 24jun2019; it is unknown if the urine leak occurred on the bag or the catheter, but the complainant only sent in the catheter. Per additional discussion with ibc via email 26jun2019; we are reporting that urine leaked from the meatus of the patient. The user reports the urine leak and the volume of water used in the catheter as 10cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a urine leak occurred after 4 days of use. Per additional information from the ibc via email 24jun2019; it is unknown if the urine leak occurred on the bag or the catheter. But the complainant only sent in the catheter. Per additional discussion with ibc via email 26jun2019; we are reporting that urine leaked from the meatus of the patient. The user reports the urine leak and the volume of water used in the catheter as 10cc.